Event description:
As reported by the (B)(6) affiliate, the intended procedure was a transfemoral transcatheter pulmonic valve replacement. Successful stenting of the right ventricular outflow tract (rvot) was performed. The sheath was inserted normally. When the sheath was advanced, a significant laceration of the inferior vena cava was noted. The procedure was stopped, and the delivery system was left in place. The patient directly underwent vascular surgery. The intraoperative finding was an avulsion of the vena cava above the bifurcation. The vascular surgeon was able to anastomose it end to end. At the conclusion of surgery, the patient was in stable conditions in the intensive care unit (ICU). No valve was implanted.

Manufacturer narrative:
The following devices were returned to edwards for evaluation: a crimped sapien valve, the tip of the delivery system, and a section of an extra-stiff guidewire with both ends cut off. Upon visual inspection, the tip of the delivery system appeared to be in a good condition, as there were no sharp edges observed. Since the wire was cut on both ends, it was impossible to determine the orientation of the j-tip. A DHR review did not reveal any issues that could have contributed to the reported complaint. Per the instructions for use (IFU), cardiovascular injury including perforation or dissection of peripheral vessels is a potential adverse event associated with the transcatheter pulmonic valve replacement procedure. The pulmonic training manual instructs the operators on the procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The pulmonic training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The training manual also advises the operator on proper guidewire positioning and technique, including the use of a meier guidewire to facilitate traversing the ra/tv/rv/conduit pathway. In this case, per the imaging review it appears that the presence of thoracal-lumbar orthopedic appliance led to tortuosity and possible external deformation of the inferior vena cava. Consequently this may have led to difficulty in advancing the sapien valve, and subsequent laceration of the inferior vena cava. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine/fluoroscopic images were submitted to edwards and reviewed by the edwards medical director. Echo images were not provided. Observations/impressions: multiple images of balloon valvuloplasty, with significant waste in balloon, and stenting. Difficulty encountered with stenting, stent slightly deformed post deployment. The presence of thoracal-lumbar orthopedic appliance led to tortuosity and possible external deformation of the inferior vena cava. Consequently this may have led to difficulty in advancing the sapien valve, and subsequent laceration of the inferior vena cava. The evaluation of the returned device is still ongoing.